Event description:
The report from the customer involves a cytocentrifuge called a slideprep plus, manufactured by separation technology, inc. The customer states, "after the cycle is run and the cartridge with the samples is pulled out and emptied, when the cartridge is put back in the unit, it starts to spin with the lid open. The display shows lid open." The customer is alleging that the slideprep plus began to spin with the lid open while the tech was placing the bowl assembly in the device. The customer is returning the slideprep plus to separation technology for investigation. Device is expected to arrive by (B)(6) 2012. A supplemental report shall be submitted with the results of the analysis of the slideprep plus. No pts were affected.